Event description:
It was reported that when the patient, who was connected to a ventilator, raised her electric chair up, the cna noticed smoke coming from the back of the chair. There were no flames present with the smoke. The wiring between the ventilator and the battery case was melted. The patient was disconnected from the ventilator, bagged to get her out of room, and placed on another ventilator. No reported patient harm.